Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One unknown low profile abutment was returned for investigation. Visual inspection of the as returned abutment identified that the device was fractured. DHR and complaint history reviews could not be performed since the lot number associated to the unknown abutment was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. December post market trending was reviewed and there were no actionable trends or corrective actions for the reported event or device. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed the following sections have been updated: date of this report. Date received by manufacturer. Type of report, follow-up number. Follow up type. Device evaluated by manufacturer: change 'no' to 'yes.' Evaluation codes.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Brand name and device product code unknown / not provided. Catalog number and lot number unknown / not provided. PMA/510(k) number unknown / not provided.

Event description:
It was reported that the low profile abutment fractured at the head. It was removed without any impact to the implant.